Manufacturer narrative:
Preliminary investigation performed by r&d product manager on november 29, 2018: femoral stem covered in biologic fluids. Hydroxyapatite layer seems absorbed during long-term period. Clinical evaluation performed by medical affairs director on december 14, 2018: partial hip revision surgery occurred 8 years after primary cementless total hip arthroplasty in a (B)(6) year old woman. Radiographic images provided show the presence of radiotransparent regions in the proximal femoral region probably due to osteolysis or other bone alterations. Batch review performed on 20 december 2018: lot 101029: (B)(4). Expiration date: 2015-04-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to stem loosening. Stem, head and liner were revised 8 years and 3 months after primary surgery.